Manufacturer narrative:
Investigation: the returned unit was functionally tested and the report of leakage was confirmed. Testing revealed a tear of 1.34 mm in the wall of the prod cuff 30 mm from the distal tip of the tube. A review of our complaints history confirmed this to be the first complaint for the two possible lot numbers identified. Though there have been complaints for cuff deflation in use, on this prod code during the past five yrs, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of an inflation check carried out on 100% of this prod line prior to packaging. Root cause: it is stated that the unit was tested prior to use and only became deflated after 24 hrs in use. As such, this incident is unlikely the result of an assembly fault. We have determined the root cause for this incident is that the cuff became scratched during insertion through the stoma and subsequently punctured following insertion. Though these prods are designed to be as robust a functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. This report has been logged for trending.